Event description:
The customer reported a failure to alarm for, and record, a ventricular tachycardia (vtach) event at their philips information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported a failure to alarm for, and record, a ventricular tachycardia (vtach) event at their philips information center ix (pic ix).the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
H3 other text : no further response from customer.